Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported an issue with a gf-210ra multigas unit sn: (B)(6). Displaying an "external device failure" error during the warm-up phase prior to patient use. No patient harm was reported. Initial troubleshooting by the bme included replacing the sampling line and water trap, with no improvement. The issue followed the gas module when connected to a different host unit, and the customer reported no gas flow from the device. Investigation summary: the unit was returned for evaluation and was thoroughly cleaned and decontaminated upon receipt. Functional testing was performed using visia2 software with a bsm-6000 connection, during which the reported issue was duplicated. Nihon kohden (nk) confirmed the reported issue was caused by internal pump performance degradation due to extended operational use (22,170 hours), leading to insufficient gas flow and subsequent system error and the pump requires replacement. During evaluation, the pump flow was measured at 180 ml/min, which is below the specified minimum of 200 ml/min. This reduced flow resulted in low o2 volume percentage, preventing proper gas sampling during the warm-up sequence and triggering the "external device failure" error. Trending for similar issues and devices will continue to be monitored by nk the following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/16/2025. Emailed the bme for the information in the ni list above: the bme replied, stating that the requested information was unknown. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit. Bedside monitor (bsm). Model #: ni. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "external device failure" message during setup. They tried a new sampling line and water trap and connected it to a different unit in their shop, but the error message persisted. No patient harm was reported.